Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it was noted that the returned device was received with the stent partially deployed. Each stent is trimmed to size based on the location of the ro markerbands. It was confirmed during analysis that the ro markerbands were positioned correctly per markerband template indicating that the stent was the correct size. The stent was also measured to be the correct dimensions. A visual and tactile examination found that the catheter was kinked in multiple locations along its length. This type of damage was indicative of the manner it was packaged for return. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported is was user preference. However, the secondary finding of partial stent deployment was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 10-dec-2015. It was reported that the stent was too long for the lesion. The target lesion was located in the infra renal aorta to the right common iliac artery. The lesion was predilated and a 16 x 60mm x 75cm wallstent-uni¿ endoprosthesis stent was able to cross the lesion. An attempt was made to deploy the stent however it was noted that the stent was too long for the lesion. The device was removed and the procedure was completed using a smaller wallstent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was partially deployed.